Event description:
I was a vibrant and overly energetic woman prior to this mysterious illness which started in 2001. I now feel 75. 1999: got mcghan saline breast implants. 2001: went to hosp with pain over left breastbone. Not crushing, just a dull, deep ache. They said gerd. I don't think so. In 2001, I went to dr 2 more times regarding this pain. X-rays normal. Hospitalized but find nothing. June 2002: joint pain in knees, elbows and wrists, both side of body. No associated swelling, heat or redness; just pain. My dr is baffled. A few months after that, I began waking in the morning feeling like I had been hit by a truck. Muscles and joints feeling overwhelmingly fatigued. Developed left side front rib pain. Lowermost left rib or underneath it. Comes and goes. X-rays show nothing there. 11/2002: feeling a random "burning" sensation in different areas of body like the front throat part of my neck. Feels like a "nickel size" burning pain; kind of focuses like a laser rather than a heat lamp feeling which is more spread out. Sometimes it's in my elbow, sometimes in my chest or my finger. Doesn't last more than 10 or 15 minutes but moves around. Actually, it feels like my veins are on fire. 05/2005: yearly physical. Complained of joint pain and showed my primary physician. A rough patch of red, itchy skin between elbow and wrist that turns into white flakiness. Also had it on my shin. Unitl then, I had never hand any kind of rash. Joint pain is biggest concern. She tests for arthritis and lupus. Negative. Sed rate normal. Ana normal. Pap normal. Blood count normal. Rheumatoid factor normal. Trigylcerides, thyroid normal. But cholesterol level was slightly high. Hdl 58. Ldl 156. Blood sugar 82. Metabolic patter normal. August 2003: having mini-fevers in the afternoons. Actual thermometer would read 98.9 or 99.3. Malaise in the afternoons continued 3 or 4 days a week for about 6-8 mos. Only happens twice a month or so now. Latter part of 2003 to mid 2004: joint pain continues and increases. I cannot function anymore at work. Hoarseness in voice. Had to clear my throat constantly for 5 or 6 months. Then as quickly as it came, it went away. New symptom. My eyes feel like they're infected. Sandy, gritty. Hurt for 2 mos without visine. Ophthalmogist tells me dry-eye syndrome because I failed the schrimer tissue test. He inserts punctual plugs into my tearducts and that does the trick. I've felt fine ever since except that someitmes tears will run down my face. In the meantime, I am waking 1 or 2 days per week with my tongue stuck to the roof of my mouth. I took this up on the internet. Sjogren's maybe? Now I am beginning to have a huge pain in my big toe. Yet another random pain. Also, I am waking up with numb hands. 07/2004: deep burning pain starts in my right calf. Within weeks progresses to a strange burning, tingling from below my knees all the way to my feet. Gets way worse at night. Really hurts. Sleep is interrupted. 09/2004: burning pain and tingling -like asleep- is not going away. Now I have it in both legs from my knees to feet and sometimes in both arms from my elbows to my hands. Joint pain continues but doesn't seem as bad as it used to- emphasis now is on the burning legs and hands. Tylenol, motrin and advil don't work. Neither does capzacin cream or hot baths. One time my feet felt like they were on fire so badly, I had to stick them in ice to sleep. Small relief. 11/2004: neurologist does an exam and a nerve test with electrodes. He says the tests showed abnormality and diagnoses "neuritis" he gives me elavil and neurontin. He kids me and says poisoning can create these symptoms. Either way, he thinks it's some type of syndrome that hasn't completely shown up. Itchy, scaly whitish patchy rash is back. This time on right ankle and on left palm of hand near thumb. 01/2005: out of the blue I develop a horrible bladder/kidney infection. Urine smells like burnt rubber or burnt hair and is dark with blood. I'm beginning to have abdominal pain so I go to dr. She spends time going over all of my symptoms and tells me she thinks I need to have my implants removed. Left side lowermost rib pain continues sporadically. I'll have it for 2 days, it'll disapear for 10 and then it comes back for a day and disappears. It doesn't hurt to press on it. I have had x-rays. Nothing. Sometimes when I wake up I have to feel my hands in the dark to make sure my fingers are still there. My first 4 fingers are completely numb on both hands. Little finger is not. My b12 was tested 6 months ago but I had taken a b12 vitamin a few hrs before. Still, the test was normal. My lymph nodes are never swollen and I don't have headaches. I never have redness or swelling over affected joints. Burning and tingling remains even though I am taking my neurontin. In 07/2005, I see a specialist and a rhenumatologist. He diagnoses an autoimmune disease called sjogren's syndrome. He puts me on 1200 mg per day of neurontin, 400 mg per day of plaquenil, vitamin b6. Ambien to get to sleep, trazadone to keep me asleep. Now I am on anti-anxiety medicine as well. 3 weeks ago my gp sent me to a dermatologist who biopsied my rashes and says I am having an internal allergic reaciton. I think this points to the implants again. If not the silicone pouch then the heavy metals.